Event description:
The customer reported to beckman coulter (bec) a clear fluid leak on the coulter lh 780 hematology analyzer during troubleshooting for low white blood count (wbc). The volume of the leak was 3 ml and was not contained within the instrument. The customer was also getting bubbles on the wbc and red blood cell (rbc) dispenser. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced the white blood cell (wbc) diluent dispenser and stabilyse pump that fixed the leak and corrected the issues with the bubbles on wbc and red blood cell (rbc) diluent dispensers. Failure mode was attributed to dysfunctional wbc/rbc diluent dispensers and stabilyse pump. (B)(4).